Manufacturer narrative:
(B)(4).

Event description:
Procedure: according to the reporter: the balloon was opened and was found to be unattached and faulty upon opening. It did not affect the patient, the procedure , the time it took to perform the procedure, there was no adverse event to the patient. They simply threw it out and replaced it with another.

Manufacturer narrative:
(B)(4).